Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd vacutainer® edta 2k tube was scratched, 5 tubes had embedded black foreign matter in them, and 15 tubes were "dirty". All defects were found before use in lot# 9126980. The following information was provided by the initial reporter, translated from (B)(6)to english: " deformed tube x1 ¿[correction] scratched tube x1, black spot in tube x5, dirty tube x15."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm on tube, ink smear and scratched tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the embedded fm issue through CAPA#90580 and potential causes have been identified. As a result, corrective actions have been established and implemented.

Event description:
It was reported that 1 bd vacutainer® edta 2k tube was scratched, 5 tubes had embedded black foreign matter in them, and 15 tubes were "dirty". All defects were found before use in lot# 9126980. The following information was provided by the initial reporter, translated from japanese to english: " deformed tube x1 [correction] scratched tube x1 black spot in tube x5 dirty tube x15".